Manufacturer narrative:
(B)(4). The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that after a left hemicolectomy procedure, after intense use, by the end of the procedure, the device starts to fail. The jaw doesn't close well. When the device is cleaned the jaw broke. It gave no problems in the surgery procedure. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Batch #l92w2t. The device was received with the upper jaw detached and not returned and with the tip of the I-blade lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws and the iblade prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.